Manufacturer narrative:
Concomitant medical products: 694758, lead implanted: (B)(6) 2004. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the emergency department with dyspnea. The right atrial (ra) lead and the right ventricular (rv) lead had high capture thresholds. Both the ra and rv leads remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.